Manufacturer narrative:
Batch review performed on 30 july 2018: lot 172018: 18 items manufactured and released on 20 september 2017. Expiration date: 2022-09-10. No anomalies found related to the issue. To date, 14 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem had subsided. The surgeon revised the stem, head and liner. The surgery was completed successfully.